Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 12 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 82cm distal to the distal end of the strain relief . Multiple hypotube kinks were also identified. A visual examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The 85% stenosed, 10x2.50mm and de novo target lesion with a bend of >45 degrees was located in the severely tortuous and moderately calcified left circumflex artery. After a non-bsc guidewire and non-bsc guide catheter crossed the lesion, predilation was performed with a balloon catheter. A 12 x 2.50 promus premier select drug-eluting stent was selected for use. However, during procedure, shaft break occurred while trying to insert the device inside patient. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.